Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and subsequently underwent a skin revision surgery using a dermal punch on september 27, 2022. The current abutment was removed and a new abutment was placed on the implant and the patient resumed use of the device.

Event description:
Per the clinic, the abutment replacement was performed under general anaesthetic. This report is submitted on december 15, 2022.